Event description:
Received a report from a consumer who reportedly removed a tampon pledget one week ago and is unsure if part of the pledget remains inside of consumer. Consumer has not sought a medical examination.